Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 (mg/dl). Reportedly, the contact believed that the pump was not delivering insulin because the customer's bg levels would continue to rise after delivering insulin. Customer was admitted to the hospital where they were treated with insulin administered on the sliding scale. Customer was still in the hospital during the initial call. Multiple attempts were made by tandem's technical support to perform troubleshooting and obtain additional information; however, no additional information regarding this event was provided.